Event description:
Rn unable to advance the IV catheter due to a protective guard malfunction. The protective guard would not advance over the needle. The IV catheter was removed and the patient required a second insertion which was successful.